Event description:
The patient called alleging a high reading on the lifescan meter. The patient compared the lifescan (lfs) meter to the lab. The patient received a 160 mg/dl and less than 10 minutes later tested at the lab and received a 130 mg/dl. A medical professional did not treat the patient. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The control solution was not expired. The test strips failed using the control solution test twice.